Event description:
Per clinical trial (B)(6): on (B)(6) 2018, patient underwent bilateral revision augmentation mastopexy using a full vertical and horizontal t incision. One piece of galaflex was used, cut into rectangle. Concomitant procedure was liposuction to lateral breasts. On (B)(6) 2018, delayed wound healing of bilateral breasts was reported. Poor perfusion led to delayed wound healing with wound necrosis and full thickness tissue loss. On (B)(6) 2019, patient was treated with a bilateral breast debridement and full thickness skin graft from left lower abdominal skin. Medication (silvadene) was also given. Resolved with sequelae on (B)(6) 2019. Review by medical affairs identifies the delayed wound healing as likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of delayed wound healing with necrosis. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting. Not returned - remains implanted.